Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was no longer holding a charger following a non-device related procedure. The physician confirmed that electrocautery was used during the procedure. The patient's ipg was replaced and will not be returned. The patient was doing well postoperatively with good coverage. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.